Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device implant procedure, the physician noted that the pacemaker set screws were found slippery and could not be properly connected. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Correction: PMA number added.